Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant and 1 unknown screw were returned for investigation. Visual evaluation of the as returned product identified the fractured collar of the implant. Implant itself was not returned. Unable to test screw threads due to seal in the crown. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported devices were located on tooth # 46 (fdi) and were used for approximately 6 years, 8 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 01/08/2022. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. Document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. DHR review: DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information screw malfunction and the reported event (loosening) was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Brand name unknown / provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported fracture of implant collar at tooth site 46 with inflammation. On (B)(6) 2022 patient came to medical center, doctor noticed that crown with abutment screw were loose. After uncovering doctor determined that at implant collar a small piece fractured and implant has to be removed. Patient has been rescheduled for removal of implant in (B)(6) 2023.